Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No battery out limit alarms or ramping numbers noted. Device had scratched lcd window and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the buttons were not responding. Customer's blood glucose value was low at 46 mg/dl which she treated with food. The customer states that numbers were ramping on their own. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.